Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the setscrew of the implantable cardioverter defibrillator (ICD) was defective. It was noted that the physician heard the click of the torque but the lead was not fixed. The ICD was not used and a new device was implanted instead. It was further reported that the right ventricular (rv) lead attempted/not used during the procedure was returned to the manufacturer with no allegation, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.